Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient was unable to be taken off of a ventilator because with stimulation, the ventilator had to work harder to breathe for the patient. No other relevant information has been received to date.

Event description:
Additional information received from the physician noting that he did temporarily decrease the sensitivity and the cardiac autostim feature which helped with his comfort but had no bearing on the ventilator. The physician temporarily turned off his settings and it made no difference. They then changed his trach tube and problem resolved.